Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and verified k6, k6a, k7, k8 tests and pneumatic performance test failures within the iabp fault logs. Additionally, the stm found the compressor pump head to be installed incorrectly. The stm reseated the pump head to resolve the issue . The unit passed all performance and functional tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that while performing preventative maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the calibration tests. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by the customer that while performing preventative maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the calibration tests. There was no patient involvement, and no adverse event reported.